Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported that between (B)(6) 2018 and (B)(6) 2018 customer noticed redness and itching on the skin underneath the sensor. She reported having contact with a healthcare provider and was prescribed elocon cream (mometasone furoate). No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5. Sensor plug was fully seated. Removed sensor plug to inspect sensor plug assembly. Snaps were properly curled and sensor neck was not cracked or damaged. All results were within specification. No product deficiency was identified.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported that between (B)(6) 2018 and (B)(6) 2018 customer noticed redness and itching on the skin underneath the sensor. She reported having contact with a healthcare provider and was prescribed elocon cream (mometasone furoate). No additional treatment was reported. There was no report of death or permanent injury associated with this event.